Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7137249, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7137290, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was longer effective and was causing more pain at the ipg site which was described as bothersome. The patient underwent an explant procedure.